Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in the operation room for a scheduled lead implant. During procedure it was noted that the right ventricular lead exhibited high pacing impedance. The lead was no longer used and replaced. The patient was stable during and after the procedure.